Event description:
It was reported the patient presented to the hospital. Upon interrogation, it was observed the patient's right ventricular lead had inadequate capture. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Correction: this report is retract 2017865-2021-28598 submitted on (B)(6) 2021. This report was erroneously submitted. The ia an investigation device exception product and is not reportable.

Manufacturer narrative:
Retraction: duplicate of 2017865-2021-25005.

Event description:
Duplicate of 2017865-2021-25005.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.